Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed resolving the occlusion. Additionally, it was reported the customer experienced a blood glucose (bg) level of 600 mg/dl due to an unknown cause. Bg level was addressed by delivering a bolus via the pump. Reportedly, the customer reverted to manual injections.

Manufacturer narrative:
The investigation has been completed. The most likely cause of the reported high blood glucose was from occlusion alarms received within the same time period.